Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The staple is jamming. Changed to a new stapler. No patient harm reported.

Manufacturer narrative:
(B)(4). Per DHR the product visistat 35w 6/box lot # 73j2000822 was manufactured on 09/30/2020 a total of (B)(4) pieces. Lot was released on 10/14/2020. DHR investigation did not show issues related to complaint. The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned sample was visually examined with and witho ut magnification. Visual examination of the returned sample revealed that the staples appear misaligned. The stapler was returned with 32 staples left in the cover block indicating that at least 3 staples were fired by the end user. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, two staples fired from the device at the same time. On the next attempt, the next staple was unable to form. The stapler was disassembled and it was confirmed to have been assembled correctly. No other defects or anomalies were observed with the device. It appears that the misalignment of the staples prevented the device from functioning properly. A nonconformance was previously opened by the manufacturing site to further investigate visistat jamming issues. It could not be determined what caused the staples to misalign which prevented the staples from properly forming when fired. (B)(4) was previously opened by the manufacturing site to further investigate visistat jamming issues. The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. The stapler was received with its staples misaligned. Upon functional inspection, staples were unable to properly form when fired. The sample was disassembled and no other defects or anomalies were observed. It could not be determined what caused the staples to become misaligned which prevented the staples from forming properly. (B)(4) was previously opened by the manufacturing site to further investigate visistat jamming issues.

Event description:
The staple is jamming. Changed to a new stapler. No patient harm reported.